Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly. Visual inspection was performed and blood based liquid contamination was observed on pcba (printed circuit board assembly) triangle. The current was applied to the sensor to perform accuracy testing while in the test fixture. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The contamination wasn¿t severe enough to have any impact on the sensor¿s accuracy. The passing of all tests is an indication that the blood based liquid contamination did not impact the sensor¿s ability to generate an accurate glucose reading therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the abbott diabetes care (adc) device. A caller reported that a ¿hi¿ (readings greater than 500 mg/dl) error message was received on the sensor and the customer experienced "incapacitation" and shaking. The customer had contact with a healthcare professional and received unspecified treatment for the diagnosis of diabetic ketoacidosis. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the abbott diabetes care (adc) device. A caller reported that a ¿hi¿ (readings greater than 500 mg/dl) error message was received on the sensor and the customer experienced "incapacitation" and shaking. The customer had contact with a healthcare professional and received unspecified treatment for the diagnosis of diabetic ketoacidosis. No further information was provided. There was no report of death or permanent injury associated with this event.